Event description:
It was reported that after a da vinci-assisted surgical procedure, the jaws of a maryland bipolar forceps instrument showed a brown discoloration that could not be removed during reprocessing, and it was visually assessed as resembling heat-related melting of a plastic component. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.